Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens implantation it was noticed that the lens was failed. Additional information has been received and was further clarified that the lens failed to inject. There was patient contact but no harm to the patient. The surgery was completed on the same day by using a back up lens.